Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced fatigue. Upon interrogation, the atrial lead exhibited low impedance. No intervention was reported.

Event description:
New information indicated that the lead was capped and replaced on (B)(6) 2016.